Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was carrying a box at one shock and walking for another inappropriate shock. After the first inappropriate shock the sensing vector was reprogrammed from the primary vector to the secondary sensing vector. After the last shock, the sensing vector was reprogrammed to the alternate vector and the smart pass feature was programmed back on. An x-ray was done, and it looked okay. Technical services discussed some options with the clinic. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was carrying a box at one shock and walking for another inappropriate shock. After the first inappropriate shock the sensing vector was reprogrammed from the primary vector to the secondary sensing vector. After the last shock, the sensing vector was reprogrammed to the alternate vector and the smart pass feature was programmed back on. An x-ray was done, and it looked okay. Technical services discussed some options with the clinic. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was carrying a box at one shock and walking for another inappropriate shock. After the first inappropriate shock the sensing vector was reprogrammed from the primary vector to the secondary sensing vector. After the last shock, the sensing vector was reprogrammed to the alternate vector and the smart pass feature was programmed back on. An x-ray was done, and it looked okay. Technical services discussed some options with the clinic. There were no additional adverse patient effects. The system remains implanted.